Event description:
The customer reported that he was taken to the ER due to a low bg episode (all reported bg readings, however, were greater than 70 mg/dl). After six hours, he was released from the hospital and his levels returned to within "normal" range. The pt noted that he had difficulty using the bg meter to take readings; he claimed there was "something loose" in the pdm. No meter error, however, was initiated. The pdm wall be returned for eval.

Manufacturer narrative:
The device involved was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.